Manufacturer narrative:
This report is being filed on an international product, list number 06c37 that has a similar product distributed in the us, list number 01l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect anti-hcv results for 2 patients. The customer provided the following data: (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. Return specimens were provided by the customer was not available. Testing of the returned specimens, sample (B)(6) with a retained file kit of architect anti-hcv reagent lot 81123li00. Sample (B)(6) gave a (B)(6) and sample (B)(6) gave a (B)(6) result too but the value was (B)(6). We could repeat customers observation. We further performed supplemental testing of the samples by testing (B)(6) score and recomline hcv igg. No bands were detected for both samples with (B)(6) score and the interpretation of the results were (B)(6). A (B)(6) band with an intensity below the cut-off was detected for sample (B)(6) with recomline hcv igg and the result was negative. A (B)(6) band with an intensity below the cut-off and (B)(6) band with an intensity at the cut-off were detected for sample (B)(6) with (B)(6) and the result was (B)(6). Since supplemental test results were (B)(6) for sample (B)(6) on the basis of inhouse test data the sample is considered not (B)(6). The customer reported that (B)(6) was detected. On the basis of this information the presence of (B)(6) is not conclusive since it is unknown if all (B)(6) methods which are currently exists would be below the detection limit. Since supplemental test results were discrepant (B)(6) for sample (B)(6), on the basis of inhouse test data the presence of (B)(6) is not conclusive. The customer reported that prism hcv was (B)(6) and (B)(6) detected (B)(6), which indicate that the assays are able to detect (B)(6). On the basis of this information the sample (B)(6) is considered (B)(6) for the architect anti-hcv assay. A sensitivity testing protocol using a retained reagent kit was executed using lot 81123li00. Testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect anti-hcv reagent list number 06c37, lot number 81123li00, was identified.